Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00113. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the field service engineer (fse), reporting that the device had a nav-ring issue. It was unknown how the issue was found. No patient or user harm reported. The key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.